Event description:
It was reported that device lead, shocking sensation from device. Interventions involved reprogramming, patient had turned down the apms, at visit changed program, turned off cycling, (B)(6) 2013. Patient outcome was resolved without sequelae, resolved date: (B)(6)2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v475127, implanted: (B)(6) 2010, product type: lead. (B)(4).